Manufacturer narrative:
Product 515302, lot 1024993, qty (B)(4) was produced in oct 2022. According to DHR, there were no quality notifications observed during manufacturing process. Manufacturing process was conducted in accordance with document (B)(4) and all quality control activities have been performed according to quality specification (B)(4). After detailed investigation, it can be said that there is one potential root cause which could be connected with packaging process. During sealing process packaging machine sliced the infusion set, because product was not placed properly in nest. Based on picture provided from the customer, this assumption can be confirmed and calcified as human error. Operator on packaging department were re - trained on (B)(4)- control specification, attachment 2 retraining record. This batch have been packed at packaging machine multivac (B)(4). If customer provide additional information that could help to conduct more detail investigation, investigation of this customer complaint will be revised, as needed. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that the bd phaseal package seal was compromised, leading to tubing damage. The following information was provided by the initial reporter: "the tubing was found in massive damaged upon opened. Sealing of the package affected the tubing and damaged the tubing."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.